Manufacturer narrative:
Damage was found on the distal tip of the soft cannula. Fluid path testing showed that insulin was able to pass out of the cross drill holes of the soft cannula. Although damage was found to the distal tip of the soft cannula, the timing and cause of the damage is unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Blood was found around the needle well. The formed needle was inspected, and damage was found at the distal tip. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 350 mg/dl while wearing the pod between 24 and 36 hours on the abdomen.